Event description:
It was reported that a revision was performed due to the insert disengaged from the tibia baseplate.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination, the proximal articulating areas showed burnishing and wear on the articulating surface. The anterior locking mechanism showed burnishing on the anterior locking mechanism. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation were observed on the distal surface. Burnishing likely due to contact with the femoral component was observed on the anterior side and on one of the sided of the post. Burnishing likely due to femoral articulation was observed on the posterior side of the post. The critical dimensions of the insert were checked against ip (B)(4) using standard instruments. The a-p width, t-u depth and height/anterior lock detail were within specification. The periphery, locking detail, m-l width overall, dovetail and locking dimensions could not be measured accurately due to the deformations present. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. Based on the examination of the insert the exact reason for insert disassociation from the tibial tray could not be determined. We will continue to monitor this device/ failure mode for future complaints and investigate as necessary.